Manufacturer narrative:
(B)(4). A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was returned for analysis. Per investigation, analysis of the pump confirmed the pump was unable to prime and failed to flow overnight. Destructive analysis of the pump found a cold solder on the positive pin of the battery connection. Continued electrical analysis confirmed this improper solder to be the cause of the issue with the pump. Contract manufacturer was notified and confirmed the finding. Further testing was performed including: battery voltage, electronic module, inlet and outlet valves, and pulse volume testing on the pump assembly. All functioned as intended, confirming the root cause of the under infusion was due to improper solder at the battery + pin. The non-conformance and proper soldering techniques were reviewed with the operators. (B)(4).

Event description:
Sales representative reported a prometra ii pump explant due to alleged volume discrepancy, underinfusion. Expected volume: 6 mls and returned volume: 20 mls occurred on the patient's first refill appointment post-implant. According to the representative, there was nothing remarkable about the patient's implant procedure. There were no reported mris, falls, or pump errors. The patient does own a patient therapy controller and reports to be using all of their ptc boluses per day. Patient reports a lack of pain relief. Representative reported that the physician aspirated from the cap with no reported issues. From there, the stem and catheter was primed and a short therapeutic demand bolus was programmed. The daily dose was reported to be decreased. When the physician programmed the therapeutic bolus, the patient reported that they did not feel any pain relief. Patient attempted a bolus and the physician placed a stethoscope over the pump pocket to listen for valve actuations, in which the physician reported that they did not hear anything. An additional reservoir check was performed in which they expected the reservoir to contain 17.2 mls, but they aspirated a full 20 mls. Representative reported that the aspirated fluid had a yellow tint. The pump was then explanted about one month later.